Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air channel was clogged with a black foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation and insufficient air/water feeding. The events were found during reprocessing. The intended procedure was gastroscopy. The procedure was completed with the same device and the patient was not under sedation. The device was returned and an evaluation revealed the air tube was clogged with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegations. The angle wires were stretched due to which there was insufficient angulation. The air feeding was not smooth due to clogging of the air tube. The foreign material was taken out at the repair center; however, it is unknown what the foreign material was. Additionally, it was noted that the nozzle was deformed and the keytop of switch one (1) had pinholes. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the fault was found during reprocesing after the procedure